Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, and since (B)(6) 2017 the right ventricular (rv) lead threshold started raising until (B)(6) 2017 when threshold stabilized. A lead revision procedure was scheduled. During the rv lead revision procedure, the lead output was re-programmed, and capture loss was seen. The rv lead was re-programmed again, and remains in patient with partial use. A new rv lead was implanted. No patient complications have been reported as a result of this event.